Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged he received an alert that he exceeded the max limit for insulin delivery. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-jul-2019 with the following findings: the complaint regarding total daily dose (tdd) was reported on (B)(6)2018. A review of the pump¿s black box showed that the all pump delivery history for the time of the complaint has been overwritten due to continued use. The pump was returned with max tdd set to 85. No max tdd warnings were recorded in the pump history. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint of an inaccurate delivery issue was not duplicated during investigation.